Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarm during self-test noted. Insulin pump had cracked case at display window corners.

Event description:
It was reported that the customer received rf pic failed self test alarms. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.